Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 1-day post-implant at pre-discharge check the right ventricular (rv) lead r-wave amplitude measurement had declined from 12.5mv to 3.0 mv and that pacing impedance showed greater than a 30% decline, from 646 ohms to 361. The lead remains in use. No patient complications have been reported as a result of this event.